Manufacturer narrative:
H2: please note sections d3, d4, and h4 have been updated at this time due to the receipt of the neurostimulator serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both the ¿connection check and impedance measure resulted in error.¿ no further event information was reported; there remained no complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3708120 lot# serial# (B)(6) implanted: (B)(6)2020 product type extension product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2020 product type lead product ID 97791 lot# unknown product type accessory h3: analysis of the extension (s/n: (B)(6)) found that there was a setscrew missing at the distal end of the extension. Analysis of the lead (s/n: (B)(6)) found that the returned device passed all testing in the laboratory and no anomalies were identified. H6: fdc 67 pertains to the extension (s/n: (B)(6)) and lead (s/n: (B)(6)). Fdm 10 and fdr 213 pertain to the extension (s/n: (B)(6)) and lead (s/n: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 3708120, serial/lot #: (B)(4), ubd: 27-oct-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿connection failure¿ was found during a connection check that was performed after the lead and extension were connected. The ¿connection failure¿ was then found again when the lead was directly tested after being disconnected from the extension. The 0-7 and 8-15 electrodes were then switched in the wireless external neurostimulator (wens), but the issue remained. The lead was replaced as a result of the issue and there was no problem found when the new lead was connected. The new lead and extension were then connected; however, a ¿connection failure¿ was again found. The extension was then replaced and the issue was resolved. The patient¿s physician observed the cause of the issue to be the product and ¿commented that the product was a defective product originally.¿ there were no external factors reported that may have led or contributed to the issue. The failed back surgery syndrome (fbss) patient was alive with no injury at the time of report. There were no complications reported or anticipated.